Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external visual inspection was performed and found an overheated solid state relay (ssr). The device initially did not power on; power was restored after the power entry fuses were replaced. A hot/burning smell was then detected. The reported condition was verified. The homechoice received a returned instrument testing evaluation (rite). This included electrical and functional testing of the device. The device failed functional rite due to the heater bag temperature specifications; the heater pan was cold and did not activate. A test printed circuit board (pcb) was installed to activate the heater pan, resulting in the heater pan activating and the burning smell subsiding. The cause of the odor and the lack of power, when the device was received, was determined to be the overheated ssr on the pcb. To correct the condition, the pcb will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice smelled like burning plastic when the patient turned the device on. The patient was not connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the smell. The technical service representative advised the patient to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.